Event description:
It was reported the catheter was placed into the pt's right radial artery in the cctc. Post arterial line insertion. The line was flushed but still would not work. As a result, the catheter was removed and a new catheter was placed in a new insertion site. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).